Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was black material in the va hole in the olecranon plate. We do not know if this was in the plate already or if it was burnt material from the diathermy. No screw was placed through this hole initially, but was by the end of the case. No patient harm. Patient outcome was reported to be good open reduction and internal fixation (orif) and fixation. No delay in surgery. This is report number 1 of 1 for (B)(4).